Event description:
It was reported that during the implant procedure, the pulse generator exhibited noise. The device was not used.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.